Event description:
Three novasure devices malfunctioned during a uterine ablation. Lot# 08a12hc - wouldn't open in pt. Lot # 08a25hb - took too long for beeper to go off and lot# 08a124c- had bent casing when deployed. The hysteroscope was withdrawn and the cervical length measured at 45 cm. The cervix was serially dilated to a #20 hanks dilator. The endometrial cavity was thoroughly curettaged, and the specimen handed off. The novasure device was then deployed in uterus. Several devices were used due to difficulty with opening and width measurement. Finally a device was deployed. It opened appropriately and measured the width at 3.3 cm. The cavity integrity was tested and passed, and the burn cycle was initiated with the radiofrequency waves. The burn cycle lasted 110 seconds. The instrument was then withdrawn. Upon inspection there was some crinkling of the plastic around the seal at the cervix. For this reason any other difficulties will be discussed with the manufacturer. However, the uterine cavity was then inspected with the hysteroscope, and a thorough appropriate burn of the endometrial cavity was noted. The hysteroscope was withdrawn. The tenaculum was removed from the anterior lip of the cervix. The pressure was applied to the entry site until it was hemostatic. The procedure was then complete. The weighted speculum was removed. The patient was taken out of dorsal lithotomy position. She was awakened from anesthesia and brought to the recovery room in stable condition. All instrument, needle, and sponge counts were correct at the completion of the procedure. No harm to the patient.====================== manufacturer response for uterine ablation device, novasure======================they will send shipper kit for return.